Manufacturer narrative:
The reported event of difficulty removing the rv- lead from the header could not be confirmed. The lead had been removed and the connector port is coated with lubricant which prevents duplicating the problem in the field. Analysis found this device was manufactured 08/16/2014 and has the original sbp header which is known to have lead insertion difficulties. Further actions have already been taken to fix the lead insertion anomaly. Additional information: d10, h2, h3, h6, h10.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2020-13117. It was reported that the patient presented for generator change procedure due to experiencing a third degree atrioventricular block (av block). During procedure, it was noted that the right ventricular lead insulation was damaged when the lead was removed from the header. Also, it was noted that the right ventricular lead was difficult to remove. The pacemaker was upgraded. The right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.